Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized with a high blood glucose and a kidney infection. The blood glucose reading was 465 mg/dl. The customer had been treating with the insulin pump. The customer stated she felt very sick and disoriented. The customer found no air bubbles or leaks and insulin did exit during the manual prime. The customer removed the infusion set and reported that the cannula was straight. The customer was advised to call back with the tubing clamps available to perform the high pressure test.